Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to the angle wire being cut; the angle would not bend in the up direction. In addition to evaluation in b5. The insulation resistance of the front end did not meet the standard; due to scratches on the plastic distal end cover. The bending section cover adhesive was broken, there were wrinkles on the connecting tube, the switch button 1 was deformed, the insulation was poor; due to the cutting of the heat shrink tube of the lock engagement lever. Right/left waterproofing was not possible; due to the deformation of the knob. Waterproofing was not possible; due to the deformation of the up/down knob. The charge coupled device unit was damaged, there were white scratches on the image by the camera, the charge coupled device lens was broken, the light guide lens was broken, the connecting tube protector was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus field service engineer reported on behalf of a customer, the colonovideoscope when rotating the angle control knob, it did not adjust the angle. The event occurred during preparation for use. The unspecified diagnostic procedure was completed using a replacement device. There was no report of a procedural delay or patient harm associated with this event. During incoming inspection, residual liquid and foreign matter came out from the sub-transport channel; due to insufficient reprocessing. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to an occurrence of leakage at the control section which may have led to remained foreign material in the channel, leading to incomplete reprocessing of the device. A further cause of the leakage could not be further presumed. The suggested events are detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.